Event description:
Same case as: 2134265-2014-02278 and 2134265-2014-02279. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. During preparation on a system testing, motor drive unit pullback failure occurred. There was no patient involvement. Thus, no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 4hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-02278 and 2134265-2014-02279. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. During preparation on a system testing, motor drive unit pullback failure occurred. There was no patient involvement. Thus, no patient complications were reported.

Manufacturer narrative:
(B)(4).